Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported tracking issues during refractive treatment. Additional information has been requested.

Event description:
Additional information received confirming there was no patient impact.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit the field service engineer (fse) did not find any issues with the tracker. Tracker passes all service tests. The fse replaced the illumination ring suspension as a preventative measure, aligned the pods and verified tracker camera focus and verified aperture is fully open. The sample has been returned. The failure analysis of the sample was performed. No tracking problems can be reproduced and no defect or other deviation can be identified during testing. The ir illumination is functional and can be adjusted without issue. The root cause could not be determined conclusively as no problem during technical onsite visit and during sample testing. (B)(4).